Event description:
During an assisted coil embolization procedure with an enterprise device, the stent deployed in the prowler select plus microcatheter. Additionally it was reported that prior and after removal from the package, the products were not damaged. All the products were prep per IFU guidelines. The microcatheter or distal tip of the enterprise delivery system was not re-shaped. Prior to delivering the stent within the microcatheter hub, the enterprise introducer was fully seated in the mc hub, and during insertion, the tuohy or y connector was closed to secure the enterprise introducer and prevent movement. A constant flush was maintained at all times through all the systems. The stent prematurely deployed in the hub of the microcatheter. There was no resistance or friction. The target site was not maintained during exchange of the microcatheter, and a guidewire was not inserted in order to maintained target site and exchanged the mc. The target site was the basilar tip artery that was normal. After the event, the procedure was completed successfully. There was no further information.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an assisted coil embolization procedure with an enterprise stent, it was reported that the stent pre-maturely deployed in the prowler select plus microcatheter. It was reported that prior to and after removal from the package, the products were not damaged and all products were prepped per IFU guidelines. Neither the microcatheter nor the distal tip of the enterprise delivery system was re-shaped. Prior to delivering the stent within the microcatheter (mc) hub, the enterprise introducer was fully seated in the mc hub, and during insertion, the tuohy connector was closed to secure the enterprise introducer and prevent movement. A constant flush was maintained at all times. The stent prematurely deployed in the hub of the microcatheter. There was no resistance or friction noted. The two were removed together. The target site was not maintained during exchange of the microcatheter. The target site was a normal basilar tip artery. The procedure was completed successfully. A non-sterile microcatheter prowler select plus was received coiled inside a plastic bag. The product was inspected and no damages were found over the unit. The ID of microcatheter was measured and was found within specification according to document es05104 rev 7. The microcatheter was inspected under microscope and inside of the hub lumen was an object like a stent. A guide wire sv-5 was introduced for the microcatheters tip and a stent was pushed out thru the hub. During the introduction process no resistance was noted until the hub. After the stent was ejected, the guidewire was inserted again and no resistance or friction was felt. Also, no obstruction was found that could have caused the stent to have been prematurely deployed in the hub of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15084253 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as "resistance/friction-inner lumen" was not confirmed. Inspections are in place that prevent these kinds of damages leaving from the facility. Additionally it was reported that prior and after removal from the package, the products were not damaged. Procedural factors appear to have contributed to these damages. Therefore no corrective action will be taken at this time. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.